Event description:
Consumer reports getting false readings when comparing to another meter. Analysis run on clark error grid using competitive reading (39) as ref. Point vs. Bd reading (177) yielded data points in the d range of the grid, outside acceptable limits.